Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day. The customer¿s blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high,¿ thus there was no adverse impact. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin delivery, and no further assistance was required, allowing the case to be closed by cts.